Event description:
Device was performing with a compression frequency of 85 compressions per minute (cpm) with a 1.9 second ventilation duration. Device could not be adjusted to perform 100 cpm per specifications.